Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "wound dehiscence" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "wound dehiscence: wound closure".

Event description:
Healthcare professional reported an unknown side "wound dehiscence: wound closure." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data:g3 aware date.

Event description:
Healthcare professional reported an unknown side "wound dehiscence: wound closure." Device has been explanted.